Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a liver biopsy procedure, the biopsy device detached at the bevel of the needle and the tip remained within the patient. The patient was transferred to the operating room for removal of the detached portion of the device.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.